Event description:
It was reported that the battery compartment was cracked. The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the audio bolus button was found to be unresponsive. This report is being made based on evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2011 with the following findings: the audio bolus button was found to be unresponsive. Unrelated to the event the battery compartment was found to be cracked.